Event description:
It was reported that there was inadequate iodine in the sponges of the minicaps. The home patient (hp) noticed that the color of the iodine in seven minicaps was lighter than usual (light orange instead of orange). All the minicaps were from the same box, they were stored at room temperature and the packaging was intact prior to opening. There were no defects noticed on the minicaps and the hp did not use the minicaps with the reported issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 7.

Manufacturer narrative:
(B)(4). The device was manufactured 01/24/2014 - 01/28/2014. Additional information: evaluation summary: the unopened device was received for evaluation. Visual inspection revealed the presence of iodine on the sponge. A underwater pressure test was performed and no air bubbles were detected from the pouch. The seal integrity of the minicap¿s pouch was intact. There were no flaws or damage to the foil that compromised the seal or component integrity. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.